Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Microscopic inspections of the instruments noted presence of clips in both tubes. However, it was observed that the pusher bars were buckled, and the red indicators were visible in the windows. Functional evaluations could not be performed as the safety interlock features were engaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the handle was squeezed, the device had issues with loading or firing of the clips. There was only one clip in the applier instead of twelve. A new device was used to complete the case. There was no patient injury.